Event description:
On (B)(6) 2020, the patient was treated for a left iliac aneurysm. They physician implanted a gore® excluder® iliac branch endoprosthesis. The physician deployed the device while it was still partially in the sheath, so when he went to pull the device out, the proximal olive became caught in the distal end of the sheath, causing the olive to separate from the catheter. The physician finished removing the rest of the device and the sheath, and then implanted a limb to trap the olive, which remained in the left common iliac. This resulted in effectively coiling the iliac. The patient tolerated the procedure. The event was caused by the physician inadvertently deploying the device in the sheath.